Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed the right atrial (ra) signal on the right ventricular (rv) lead. Technical services (ts) reviewed device data, and noted that the rv lead exhibited low pacing impedances out of range, as well as fluctuating capture thresholds. At this time, ts suspects there might be lead-lead abrasion, but the root cause is yet to be determined. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.